Event description:
Pt receiving hemodialysis services, reportedly pulled needle out. Report filed as the hemodialysis unit did not sense the lowered pressure and did not alarm. Pt blood loss estimated to be 450 cc's. Pt suffered lowered blood pressure which was corrected with intravenous fluids.